Manufacturer narrative:
Review of the device history record supports that there were no non-conformances noted for any reason during the manufacturing of the cable. The cable is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be communicated accordingly once the device is received and evaluated. An MDR number with regard to the ev1000 monitor will also be provided in the supplemental report.

Event description:
It was reported, that during use of an ev1000 monitor and flotrac cable, the cvp (central venous pressure) reading displayed on the ev1000 monitor and the patient monitor were different. The value on the ev1000 monitor was 4mmhg and on the patient monitor the value was 6mmhg. There were no error messages observed. The customer believed that the patient monitor values were correct and treated the patient according to those values. There was no allegation of patient compromise. Two complaints were initiated for this event; one for the suspect ev1000 and one for the related flotrac cable.

Manufacturer narrative:
Examination of the returned device was unable to replicate he customer¿s complaint. Evaluation testing supports that the device performs as expected. No physical damage was found in the visual inspection and no further actions are required at this time. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed. The ev1000 monitor was also submitted and the MDR number is 2015691-2016-02524.